Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, it was reported that a beta bionics ilet user experienced hyperglycemia with a blood glucose value of 399 mg/dl after the cartridge and connector were not fully inserted into the device. The user reconnected and locked the components properly, insulin delivery resumed, and glucose values began trending downward. No outside medical intervention was required.